Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was broken and separated. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 2426-0500, batch no: unknown. It was reported that there were 2 separate alaris tubings that come out of the package either broken or unusable.